Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check due to an unknown lot number for difficult/unable to operate & needle bent npe. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for difficult/unable to operate & needle bent npe. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that one unspecified bd¿ pen needle has been found experiencing inability to prime during use. The following has been provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that dial of insulin pen will not move before injection and during the flow check. After removing the pen needle it was noticed the non patient end is bent. Verbatim: qa rep calling in a complaint: consumer called distributor with product issue on humalog kwik pen. Stated the dose dial will not move before injection and during the flow check. Rep had the consumer remove bd pen needle (unknown item number) from pen and reviewed the non patient end of the needle. Found non patient end to be bent. Able to complete injection with another pen needle from this same box. Caller did not have product number or lot number.